Event description:
The pt stated that six weeks prior to admission to the hosp, he noticed that there was a bulge at the internal cardioverter defibrillator generator site. He had no pain and no other symptoms. He notified the study coordinator, and was seen by his cardiologist and then a cardiovascular surgeon. The pt was then brought to the hosp, and an abdominal hernia repair at the internal cardioverter defibrillator generator site was done without complication.